Manufacturer narrative:
Citation: codner p et al. Transcatheter aortic valve replacement by a novel suprasternal approach. Ann thorac surg. 2018 apr;105(4):1215-1222. Doi: 10.1016/j.athoracsur.2017.10.055. Epub 2018 feb 15. Earliest date of publication used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients who underwent transcatheter aortic valve replacement with the novel suprasternal approach. Outcomes were defined according to the valve academic research consortium-2 (varc-2) criteria. All data were collected from a single center between may 2016 and november 2016. The study population included 11 patients (predominantly female; mean age 81 years ), 6 of which were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: permanent pacemaker implantation, paravalvular leak (more than mild), and blood transfusion. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.